Manufacturer narrative:
Batch review performed on 26 june 2019: lot 178327: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices were involved in the event: batch review performed on 26 june 2019: cup: versafitcup 01.26.56mb versafitcup dm cup 56mm lot 171693 (k083116): (B)(4) items manufactured and released on 27-set-2017. Expiration date: 2022-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: quadra-c 01.12.043 cemented, mirror polishing std stem size 3 12/14, lot 153003 (k083558): (B)(4) items manufactured and released on 08-set-2015. Expiration date: 2020-08-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.015 cocr ball head 12/14 ø 28 size xxl +10.5 lot 161627 (k072857): (B)(4) items manufactured and released on 07-apr-2016. Expiration date: 2021-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) we were informed about a revision surgery performed on (B)(6), after 1 year from the primary due to and infection (the pathogen is unknown). The surgeon performed a washout and removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.